Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After predilation was performed, a 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. With the support of the guide extension catheter, the device was positioned in the lesion. However, when the guide extension catheter was retracted, the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, initial reporter phone, device returned to MFR., device evaluated by MFR., if not evaluated provide code, result codes and conclusion codes updated. (B)(4).

Event description:
It was further reported that when the physician tried to slightly pull the device back for positioning, the stent strut was stretched.

Manufacturer narrative:
Device evaluated by MFR: a portion of the stent delivery system (sds) was not returned for analysis. This included the manifold, hypotube, midshaft, port bond and part of the polymer extrusion; therefore, the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the proximal end and middle of the stent was damaged and bunched causing the proximal end and middle of the stent to move distally. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the proximal balloon body. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the polymer extrusion found a polymer extrusion break 105mm proximal to the distal edge of the tip. The portion of device proximal of the break site including the manifold, hypotube, midshaft, port bond and part of the polymer extrusion was not returned. The break occurred at a site 133.5cm +/- 5 cm from the distal end of the strain relief. Part of the sds was not returned for analysis therefore reviews for individual assessment of the midshaft, hypotube, port bond and part of the polymer extrusion could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that when the physician tried to slightly pull the device back for positioning, the stent strut was stretched.